Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip would not deploy. No information was available regarding the pt's status.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the reported malfunction is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.